Event description:
Received a letter from baxter healthcare via us mail on 05/21/2010 regarding aers number: (B)(4) initiated by pt's attorney with an unk date of event. The pt experienced multiple seizures and significant hypotension following administration of medefil heparin. Lot number included h107309, h107317, h107322, and h107340.

Manufacturer narrative:
Lot number h107309, h107317, h107322, and h107340 were released for commercial distribution following the release testing criteria for heparin lock flush solution, usp monograph. These heparin products have been recalled due to over sulfated chondroitin sulfate (oscs) contamination of heparin sodium, recall number z-1543/1545-2008. The side effects of oscs are; nausea, vomiting, shortness of breath, and blood drop pressure. Pt feeling a severe blood pressure drop symptom following administration of heparin i.v. Recall has been completed and closed as acknowledged by FDA on letter dated april 15, 2010.